Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a failed occlusion at 10.09psi. The product fault occurred during testing. There was no customer damage reported, the device issue was not related to physical damage/abuse, and there was no delay of therapy. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D9: product received date 7/11/2024. H3: one device was returned for repair in used condition with complaint that device fails occlusion at 10.09 psi. This device has not been in for service in the review period. No applicable evidence to review in event log. Accuracy test was performed, and the primary problem was verified. The cause is the expulsor is out of specification. Replaced the expulsor to correct the issue. The device passed all functional tests after the repair.